Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000163009. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a trial procedure on (B)(6) 2024, the patient began experiencing headaches due to a cerebrospinal fluid leak that was visualized during the procedure. The physician advised that additional medical intervention is not planned. The patient¿s symptoms have since been resolved. Investigation was unable to determine which lead attributed to the issue.